Manufacturer narrative:
Initial reporter is synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during post-operative inspection, the cable passer was bent, awls were bent, and the screwdrivers heads were stripped after high volume usage. The graphic cases black sides were tearing off. No patient involvement reported. This report is for one (1) screwdriver xl25. This is report 2 of 2 for (B)(4).